Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator reconstruction, one of the teeth of the upper jaw of the firstpass broke off. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The distal corner edge of the suture capture has fractured. The missing piece was not returned. Bio debris is present. No other visual discrepancy. A functional evaluation showed that pulling the lever closes the jaw and deploys the suture passer through the suture capture as intended. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.